Event description:
It was reported that the patient had a loss of therapeutic effect. She flew from (B)(6) to (B)(6) yesterday; in the after she had an accident and 4 of them last night. The patient was able to confirm that therapy was on. Patient on program 3 at 0.4. She increased stimulation to 0.60. The patient was to monitor and adjust further if necessary. She indicates there was no known accident or incident related to this complaint. The patient's status was unknown. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gp2u, implanted:(B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).